Event description:
"S/p bilateral subglandular infran replicons for augmentation in 1984 was noted to have 2 areas suspicious microcalcifications in lt breast on mammography in 1995. There has been no change in mammography in 1996. The pt is otherwise healthy. Pt denies decrease in size, change textural shape or history of trauma. The pt occasionally has a lt nagging pain since implantation, but does not feel this has increased."